Event description:
Event verbatim [preferred term] one to two of the little pouches broke at the bottom and unleashed black coals all over me and my underwear [accidental exposure to product] , one to two of the little pouches broke at the bottom and unleashed black coals all over me and my underwear [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer reporting for self. This patient of unknown age and gender started to receive thermacare heatwrap (thermacare menstrual) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The reporter states they experienced the same problem that last two times they purchased the "heating pads." The patient has been using these for years and never had a problem, loves them. However, two of the heating pads broke while the patient was wearing them. One to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear. The patient states the pads were not old, were used them frequently and didn't just sit in the cabinet for months or even weeks at a time. The action taken in response to the events with the product and the outcome of the events were unknown. The reporter wanted to make sure it's not a manufacturer problem. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2019): follow-up attempts are completed. No further information is expected. Follow-up (26apr2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Amendment: this follow-up report is being submitted to amend previously reported information: adverse event was added as medwatch report type. Company clinical evaluation comment: the event "two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] one to two of the little pouches broke at the bottom and unleashed black coals all over me and my underwear [accidental exposure to product], one to two of the little pouches broke at the bottom and unleashed black coals all over me and my underwear [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer reporting for self. This patient of unknown age and gender started to receive thermacare heatwrap (thermacare menstrual) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The reporter states they experienced the same problem that last two times they purchased the "heating pads." The patient has been using these for years and never had a problem, loves them. However, two of the heating pads broke while the patient was wearing them. One to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear. The patient states the pads were not old, were used them frequently and didn't just sit in the cabinet for months or even weeks at a time. The action taken in response to the events with the product and the outcome of the events were unknown. The reporter wanted to make sure it's not a manufacturer problem. Based on product investigation report on 11nov2019, there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2019): follow-up attempts are completed. No further information is expected. Follow-up (26apr2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Amendment: this follow-up report is being submitted to amend previously reported information: adverse event was added as medwatch report type. Follow-up (11nov2019): new information received from a product quality complaint group includes severity of harm and device malfunction. Company clinical evaluation comment: the event two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. Comment: the event "two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Manufacturer narrative:
Complaint sub-class: heat cells damaged/leaking. Was CAPA previously identified: no. Summary of investigation: this investigation was conducted for an unknown lot number flexible use product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Process related: no. Final confirmation status: not confirmed. Product quality impact: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reserve sample evaluation and test required: no. Lot-specific trend identified: no. Expedite trend identified: no. Exped. Trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 26apr2015 through 26apr2018 /manufacturing site: pfizer (site name)/complaint class: product appearance /complaint sub class: heat cells damaged/leaking and cells damaged/leaking. The citi customizable search returned a total of 5 complaint for flexible use 8hr products during this time period for.

Event description:
Event verbatim [preferred term] one to two of the little pouches broke at the bottom and unleashed black coals all over me and my underwear [accidental exposure to product] , one to two of the little pouches broke at the bottom and unleashed black coals all over me and my underwear [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for self. This patient of unknown age and gender started to receive thermacare heatwrap (thermacare menstrual) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient stated that she has been using these for years and never had a problem, loves them. She experienced the same problem the last two times she purchased the "heating pads." Two of the heating pads broke while the patient was wearing them. One to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear. The pads were not old, used them frequently, and didn't just sit in the cabinet for months or even weeks at a time. The action taken in response to the events with the product and the outcomes of the events were unknown. Based on product investigation report on 11nov2019, there was reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis thermacare heat wrap product: 8 and 12 hour. The product quality complaint group provided following findings: complaint sub-class: heat cells damaged/leaking. Was CAPA previously identified: no. Summary of investigation: this investigation was conducted for an unknown lot number flexible use product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Process related: no. Final confirmation status: not confirmed. Product quality impact: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reserve sample evaluation and test required: no. Lot-specific trend identified: no. Expedite trend identified: no. Exped. Trend assessment & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 26apr2015 through 26apr2018 /manufacturing site: pfizer (site name)/complaint class: product appearance /complaint sub class: heat cells damaged/leaking and cells damaged/leaking. The citi customizable search returned a total of 5 complaint for flexible use 8hr products during this time period for the class/subclass. None of the complaints were confirmed as having a manufacturing related root cause of the wrap having heat cells/damaged/ leaking and cells damaged/leaking. A review of the 36 month trend chart does not show an increase overtime. Based on this citi search, there is not a trend identified for the subclass heat cells damaged/leaking and cells damaged/leaking for menstrual 8hr products, 26apr2015 to 26apr2018. No further action is required. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass heat cells damaged/leaking and cells damaged/leaking for menstrual 8hr products, refer to attached trending chart unknown menstrual heat cells damaged leaking 26apr2015 to 26apr2018. No further action is required. Other trend identified: no. Sample status: not available. Site sample status: not received. Follow-up (11mar2019): follow-up attempts are completed. No further information is expected. Follow-up (26apr2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Amendment: this follow-up report is being submitted to amend previously reported information: adverse event was added as medwatch report type. Follow-up (11nov2019): new information received from a product quality complaint group includes severity of harm and device malfunction. Follow-up (12nov2019 and 13nov2019): new information received from a product quality complaint group included: summary of investigation and conclusion and other findings. Company clinical comment: the events "two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time., comment: the events "two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Event description:
This is a spontaneous report from a contactable consumer reporting for self. This patient of unknown age and gender started to receive thermacare heatwrap (thermacare menstrual) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The reporter states they experienced the same problem that last two times they purchased the "heating pads." The patient has been using these for years and never had a problem, loves them. However, two of the heating pads broke while the patient was wearing them. One to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear. The patient states the pads were not old, were used them frequently and didn't just sit in the cabinet for months or even weeks at a time. The action taken in response to the events with the product and the outcome of the events were unknown. The reporter wanted to make sure it's not a manufacturer problem. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2019): follow-up attempts are completed. No further information is expected. Follow-up (26apr2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Company clinical evaluation comment the event "two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "two of the heating pads broke/one to two of the little pouches broke at the bottom and unleashed black coals all over the patient and the patient's underwear" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.